Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for device upgrade. Upon interrogation, the right ventricular lead exhibited loss of capture and high impedance. During the device upgrade procedure, the lead was capped and replaced. The patient was in stable condition prior, during, and post operation.